Manufacturer narrative:
The reported issue was inconclusive. The evaluation could not be conducted on the returned sample due to poor sample condition. Thus, the reported event could not be confirmed without testing the sample. The exact cause of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: directions for use. Method for use: to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that there was difficulty during catheter removal. A non-rupture method was attempted, but failed. The patient was transferred to another facility, where the balloon was ruptured using tweezers with cystoscope, and was removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty during catheter removal. A non-rupture method was attempted, but failed. The patient was transferred to another facility, where the balloon was ruptured using tweezers with cystoscope, and was removed from the patient.